Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a display issue, flickering glucose values. Data was provided for investigation. Confirmation of the complaint was confirmed. The probable cause was determined to be the app exceeding the limitation of the number of tasks allowed to run in the background. No injury or medical intervention was reported.